Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The operating room supervisor reported a system message displayed during surgery. The surgery was stopped and the cassette was re-primed. The same system message displayed again. The cassette was replaced and the surgery was completed without incident. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed. The pcb was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).